Manufacturer narrative:
The bur and attachment subject to this investigation was returned for evaluation. It was visually confirmed that the bur was broken along the shank. The returned bur was measured where possible and all critical specifications were met. Lot number information has not been provided to permit further investigation. The root cause is multi-factorial.

Event description:
It was reported that during a surgical procedure, the bur broke in the attachment. It was also reported that a back-up device was available to complete the procedure. It was further reported that there were no adverse consequences and no delays as a result of this event.